Event description:
It was reported that the autoclavable camera head was losing color. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on cable, damage was not consistent with normal wear and tear. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: camera loosing color due to faulty charged coupled device, cut on cable; damage was not consistent with normal wear and tear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.